Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that whenever they select the shaver mode on the unidrive and push the footswitch, the handpiece works for 1 second then it stops working. The screen is turning orange on the unidrive indicating that the connection is working between the footswitch and the unidrive but only for a second before turning back to white indicating the connection is severed. They tried with another new handpiece and it worked in good condtion.